Manufacturer narrative:
Reported event of no telemetry was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with failure to interrogate during implant procedure on (B)(6) 2023. The device was not used and replaced within the same operation. Post-procedure there were no patient consequences.